Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button had stopped functioning. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. During followup from tandem technical support, the customer reported that the pump was functioning properly with no issue.